Event description:
A user facility reported an intraocular lens (iol) was exchanged due to the postoperative outcome being 1.75 diopters off from the target. In a follow up, the surgeon reported the lens was exchanged due to a significant myopic outcome with intolerable anisometropia. The surgeon does not feel the iol caused or contributed to the event. The event resolved following the exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. An unapproved viscoelastic was used with this approved lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. Additionally, a failure to follow the dfu was indicated by the use of an unapproved viscoelastic with this lens/cartridge combination. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2013. (B)(4).